Manufacturer narrative:
The device was received with critical pump error and unable to download due to moisture damage on the electronic assembly. We were unable to perform the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device passed the leak test. The motor and force sensor had moisture damage. The device had a scratched case and a pillowing keypad overlay noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 10 mg/dl. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.